Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0zru3, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right side system was explanted after they developed in infection at the implantable neurostimulator (ins) site. It was stated that they developed a hematoma over the ins site "from the get go" that was raised up about 1/2 to 3/4 an inch which developed into the infection. The infection spread up the lead tract going up the back of their head, noting that it felt "mushy" there before they explanted the system on (B)(6) 2016. The patient's indication for implant is movement disorders.